Event description:
It was reported that the pump battery would not charge even though caller used tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer support instructed caller to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes to see if charging would begin and planned to follow up. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.